Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficulty to remove, physical resistance, or material deformation from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 75% stenosed, moderately calcified lesion in the moderately tortuous distal right coronary artery (rca). After pre-dilatation was performed, the 2.5x18mm xience xpedition stent delivery system (sds) was advanced to the lesion. Slight resistance was met while positioning the sds, thus the sds was removed from the anatomy with resistance noted during withdrawal. Upon withdrawal, the stent implant was noted to be flared. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A new xience xpedition sds was successfully used to complete the procedure. There was no additional information provided.